Event description:
Olympus medical systems corporation (omsc) was informed from the user that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) and stent removal with the tjf-q190v evis exera iii duodenovideoscope (subject device), the maj-2315 (single-use distal cover) fell off from the scope into the patient¿s stomach. The physician retrieved the distal cover from the patient. The physician attached another distal cover to the scope to complete the procedure. The user reported that there was no abnormality in the installation of the distal cover and the scope. There was a possibility that the distal cover fell off from the scope when the stents were being removed. The user checked the distal cover and it was not split or damaged. The user discarded the distal cover since it was heavily soiled. There was no report of patient or user injury. This report is related to complaint number (B)(4), which was reported under medwatch number 8010047-2021-08633.

Manufacturer narrative:
The subject device (tjf-q190v scope) and the distal cover (maj-2315) were not returned to olympus for evaluation. The device history records were not able to be reviewed for these devices since the serial number and lot number, respectively, were not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturer attempted to replicate the reported failure using a representative distal cover from lot h0729. It was confirmed that the distal cover did not come off when it had no damage and it was correctly attached to the endoscope. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. However, the reported issue could have occurred due to the following causes: anti-fog agent adhered to the distal cover and was damaged by chemical attack, making it easy for the distal cover to come off the endoscope. The distal cover was easily removed from the endoscope due to insufficient attachment to the endoscope. When the distal cover was attached to the endoscope, the distal cover was damaged by pushing it diagonally, making it easy for the distal cover to come off the endoscope. The instructions for use (IFU) for the maj-2315 states the following: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ the IFU for the scope states the following: ¿important information ¿ please read before use: precautions: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. - detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.